Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "mr (B)(6) was performing a lap chole. At the point of the procedure when they were irrigating the internal wound site, he noticed small piece of rubber on the omentum. On further inspection of the trocar seal, they deduced that it formed part of the internal seal and not double the duckbill outer seal. The surgeon mentioned that he had experienced this at another hospital. Clare morgan will retain the trocar for return, can you issue a box in a box for her attention at main theatres reception. Level 2 at the above address?" Patient status - "well, recovery".

Manufacturer narrative:
Correction - catalog # & product return status.: no product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information received via e-mail on june 3, 2016; an atraumatic grasper and the usual instruments used for a lap cholecystectomy were inserted through the trocar during the procedure. "No excessive pressure was used[.]" Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to damage caused by an instrument. Applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.